Manufacturer narrative:
(B)(4).

Event description:
It was further reported that patient initially had come in for "the control" and we increased the dose to which is when the patient's scar on his abdomen was examined. The clinical diagnosis was changed to a bad scar and infection. The patient system was confirmed explanted on (B)(6) 2015. The patient has a laboratory test on (B)(6) 2015 with abnormal results but the results were not specified. Antibiotics were administered on (B)(6) 2015. Should additional information be received, a supplemental report will be filed.

Event description:
It was also now reported that on (B)(6) 2015 laboratory testing occurred with the result of "leuco=6/crp=5 (abnormal)." Should additional information be received, a supplemental report will be filed.

Event description:
It was reported there were no alleged product issues. However, the patient came in for ¿the control¿ and increase the dose and the scar on the patient¿s abdomen was examined. The patient saw that the belly was red but waited to show the health care provider. The reporter was worried because the scar was ¿bad¿ and ¿his red and not really nice¿ as the examination was abnormal with a red scar and crust wound and with the surgeon it was decided to ¿resume it¿ and put a special dressing. A blood punction was done and this showed an infection. In addition other surgical intervention occurred as the scar was cleaned up and it was closed with a special dressing on (B)(6) 2015. The relatedness was initially reported as not related but then reported as related to the procedure. The location was noted as the pump pocket. The outcome was reported as ongoing as of (B)(6) 2015. The patient was later seen on (B)(6) 2015 for ¿control¿ and a dose increase but the examination was abnormal and it seemed as if an infection was present. An infection with fluid coming was noted and the fluid was examined. Reportedly, ¿we see a little sluices but it seems to communicate with the pump and fluid coming out the specialist of the infection.¿ it was purposed to provide the patient antibiotics. Reportedly, it was unknown a culture was taken. The type of infection was unknown and antibiotics were necessary for treatment. The fluid was removed and on the day after, on (B)(6) 2015, the pump and catheter were removed entirely. The system was not replaced. The issue was reported as resolved. The cause of the issue was reported as ¿unknown or n/a.¿ at the time of the report the patient's status was reported as alive-no injury. The relatedness of the event was reported as the pump/unknown. The severity was reported as moderate. The event was reported as recovered without sequelae as of (B)(6) 2015. This device system delivered clonidine. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that clinical diagnosis changed to infection around the side of the pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8780, lot# 0208853534, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).